Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit turns off and on by itself. The customer informed the rse that they had noticed the unit was powering on by itself in the storage room. The rse advised the customer to have the unit powered off and connected into the alternating current (ac). The rse then advised the customer to replace the user interface (ui) printed circuit board assembly (pcba) if the unit powered on by itself. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the units turns off and on by itself. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.